Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient who had a renal stone underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient developed acute urinary retention. The patient had a urine output of greater than 500ml and uncomfortable. Mild hematuria was experienced following catheter insertion. A 16fr silicone catheter was inserted with a 10ml balloon, and patient was given medication of tamsulosin. It was determined that these events were not serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who had a renal stone underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient developed acute urinary retention. The patient had a urine output of greater than 500ml and uncomfortable. Mild hematuria was experienced following catheter insertion. A 16fr silicone catheter was inserted with a 10ml balloon, and patient was given medication of tamsulosin. It was determined that these events were not serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.